Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed. The complaint was confirmed and the root cause has been determined to be corrosion of the motor and gearbox assembly. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of the instructions for use revealed when using a footswitch, ensure that the footswitch is not accidentally activated while inserting the blade or plugging the connector cable into the control unit. Inadvertently depressing a footswitch while plugging in a handpiece will activate the handpiece. Dried blood, saline, and other deposits inside the handpieces are a major cause of equipment malfunction. A review of risk management files found that the reported failure was documented appropriately. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the set-up for a hip arthroscopy the motor drive unit, hand cntrl, pwrmx el had an error when plugged. The procedure was successfully completed without delay, using a competitor device. The patient was already under anesthesia once the malfunction was noticed. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.